Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and could not duplicate the reported malfunction. The se reported that the problem occurred with the patient circuit, not the ventilator. The device passed all testing.

Event description:
It was reported that during patient use, a ventilator experienced a circuit leak alarm. The patient was then transferred to another ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.